Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2015.

Event description:
It was reported that far field r-wave (ffrw) oversensing was observed on the atrial electrogram. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.